Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that four screws were misplaced after they had been implanted. The patient was connected at right psis with perc pin and shanz connector. The order of screws was right l3, right l4, left l3 and left l4. They did an accuracy check in-between the right and left side. Navigation appeared to be accurate during the entire case and zero bucking or patient shift. The left screws were both lateral by about 5 mm. The right l3 was about 5 mm medial and the l4 was 2-3 mm medial. The surgeon removed all of the screws and put them in by hand. The shanz pin was noted to have zero movement and good purchase. There was about a 45 minute delay. An advanced accuracy test run after the case and passed. There was no impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems detects. B01, c19, d14 is applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the most probable cause of the deviations experienced in the operating room was skiving due to excessive force that was applied on the arm. Patient and platform shift cannot be ruled out as potential contributing factors. B01, c13, d11 is applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.